Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a mapping procedure, the coil became stuck in the catheter. Another manufacturers .038 5f catheter was used with this 6mm x 20cm .035 interlock 2d coil which was to be deployed in the "gda". The coil became stuck inside of the catheter and detached from the coil pusher. Intermittent. Flush was maintained during the procedure. A guide wire was used to wedge the coil in the catheter and the catheter with the coil was removed. Once he coil was removed from the catheter, the coil appeared unraveled due to "excessive force". The procedure was continued with another catheter and coils. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed that the interlocking arm had been pulled off.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. A 2d coil and delivery wire were returned (the coil was returned in a container). The delivery wire was kinked in several places. The coil was severely stretched and covered in blood. The interlocking arm had been pulled off however there was evidence of a weld on the coil. The interlocking arm was not returned. Microscopic inspection found the zap tip shape and surface of the coil were smooth. The interlocking arm of the delivery wire was inspected and no damage was noted. The zap tip shape and surface of the delivery wire were smooth. Dimensional inspection found that the delivery wire dimensions were in specification. The coil dimensions were in specification as well. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user related due to incompatible catheter and insufficient flush. The event description mentions that .038 5french c1 cook catheter was used during the procedure. However, this catheter is not compatible with the .035 interlock 2d coil. The dfu states the interlock - 35 fibered idc occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter. The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device. Do not attempt to use the interlock - 35 fibered idc occlusion system with a soft-walled delivery catheter, such as the terumo glidecath catheter. The interlock - 35 fibered idc occlusion system will encounter significant resistance when advancement through a soft-walled delivery catheter is attempted. Intermitent flush was noted to be maintained during the procedure which was confirmed during product analysis as dried blood was found on the coil. Intermittent flush is insufficient to reduce the risk of retrograde blood flow/thrombosis occurring in the catheter and around the coil. Retrograde blood flow will cause difficulties advancing the coil in the catheter. The dfu states, in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system. (B)(4).